Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead and implantable pacing lead (ipl) dislodged repeatedly during implant. Both, the rv lead and ipl were removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.